Manufacturer narrative:
Product analysis: analysis was unable to confirm that the external pulse generator (epg) would turn off when it was held with a firm grip. Analysis was able to confirm that the atrial encoder did not increase or decrease. Analysis also noted that the encoder switch assembly was out of electrical specification, the main circuit board was out of electrical specification and the logs showed multiple errors had occurred, display wires were pinched with insulation exposed, the main world label was scratched, and the battery drawer needed a shorting bar. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Correction: the report of the epg not turning on even with new batteries was in reference to a different epg. As such device code c62992 in section h6 of previous report does not apply to epg djh002728p. The separate issue was captured in a different event in the company complaint handling system and regulatory report 3004593495-2019-01071 was subsequently submitted after that other epg tested out of specification during company analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventive maintenance, the external pulse generator (epg) turned off when it was held with a firm grip. It was also reported that the atrial (a) output knob does not increase or decrease the value correctly. Additionally, it was noted that when new batteries were placed in the epg it does not turn on. The status of the epg is unknown. There was no patient involvement.